Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 MDR reports for the same event (see: 3002806535-2012-00169/171).

Event description:
It was reported via patient's legal counsel that patient underwent primary hip surgery on (B)(6) 2006. Patient's legal counsel states that revision procedure was performed on (B)(6) 2010 due to pain, functional issues, and general decline of health status. No further information has been received.